Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of neurological event, weakness, death, headache and hemorrhage are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the right internal carotid and was discharged to home on (B)(6) 2011. On (B)(6) 2011, the patient experienced symptoms of severe headache, right-sided droop and hemiparesis and was hospitalized. Computerized tomography revealed a subarachnoid hemorrhage mainly over the left frontal convexity. The patient was treated with medications and was intubated. The patient's condition continued to decline and became obtunded and eventually became unconscious. The patient never regained consciousness and the family chose to end life support. The patient died on (B)(6) 2011. No additional information was provided.